Event description:
A report was received that after the implant procedure, the patient fell off the toilet, broke her neck and stopped breathing at home. The patient was taken to the hospital where she became a quadriplegic. The patient was taken off life support and passed away. The date of death is unknown. The physician is unsure if the death was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70 cm.

Manufacturer narrative:
Correction: in the initial MDR. Additional information was received that the device was off during the event.

Event description:
A report was received that after the implant procedure, the patient fell off the toilet, broke her neck, and stopped breathing at home. The patient was taken to the hospital where she became a quadriplegic. The patient was taken off life support and passed away. The date of death is unknown. The physician is unsure if the death was device or procedure related.